Manufacturer narrative:
The product was returned to invacare (B)(4) on 5/23/2014. However, no evaluation was available for review at the time of this investigation. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the left brake not holding.